Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, discomfort, stiffness, soreness and toxic cocr metal ions and particles to be released into the plaintiff's blood, tissue and blood. Upon revision, "large fluid collection with obvious metallosis metal shavings and metal particles could be seen upon entering the joint capsule. There was also evidence of metal debris underneath the head tapered junction. The synovium clearly was stained with metal and joint capsule also had obvious areas of metal stained tissue. Large areas of lysis were seen around the anterior proximal femur. There was a cavitary lesion with a large amount of fibrous metallosis seen."

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update ¿11/03/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported , the revision surgery notes reported pseudotumor. Part number provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical record received. Pfs alleges metallosis. After review of medical records for reportability, patient was revised to address metallosis with associated pseudotumor and severe osteolysis. Operative findings reported of severe metallosis, large pseudotumor, severe osteolysis, large cavity that tracked anteriorly toward the psoas tendon sheath, metal debris, and corrosion behind the liner and socket interface. Revision notes reported of large amount of gray-stained synovial fluid, large amount of black, gray and brown tissue, necrosis, large amount of corrosion on the taper of metal head, large amounts of fibrous and granulotic tissue, femur osteolysis, severe corrosion on the taper and a significant corrosion on the backside of liner. It was also stated in the revision notes that femoral component(head, stem) and acetabular component (liner,cup) were explanted. Clinical visits reported of elevated metal ions but lab results showed metal ions level below 7ppb.